Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed coming from the cartridge. Reportedly, the customer used approximately 35 units of insulin during the fill tubing with the first cartridge, and loaded a new cartridge and performed the fill tubing step with 50 units which resolved the issue. Reportedly, the customer continued using the pump for insulin therapy. The customer's blood glucose level was 270 mg/dl.